Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced a high blood glucose of 565 mg/dl after receiving an insulin flow blocked alarm. The infusion set had been in use for one day and the cannula was not bent. The customer was advised to replace the set and reservoir from a different box. The customer also reported that the insulin pump had an audio anomaly. The customer did not hear beeps when the audio volume setting were saved. The device failed the audio test during the call. It is unknown whether auto mode was in use at the time of the incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
No unexpected insulin flow blocked alarms or occlusion anomalies noted during testing. Device passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and selftest. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio/vibrate/absence of alarm anomalies noted during testing.